Manufacturer narrative:
This product is manufactured in (B)(4), but not marketed in the u.s (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm ticm120v4 implantable collamer lens - -15.5/+3.0/86 diopter, in the patient's right eye (od) on (B)(6) 2012. The lens was explanted on (B)(6) 2016 due to low vault and lens rotation. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best corrected visual acuity was 20/20.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned in liquid in the lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens. (B)(4).